Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that while peeling the sheath, there was a rupture at the level between the sheath and the hub. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. Visual examination of the photo confirmed both tabs were separated from the sheath body. It could not be determined if portions of the sheath body were still adhered to the sheath tabs. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length." The customer report of a separated peel-away sheath tab was confirmed by visual examination of the customer supplied photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while peeling the sheath, there was a rupture at the level between the sheath and the hub. No patient injury or complication reported.